Manufacturer narrative:
Additional information h7 and h9 FDA #: z-0966-2022. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the alarm on this 980 ventilator did not sound with a green (low priority) light emitting diode (led) alarm status. The system diagnostic logs indicated multiple background diagnostic codes involving the user interface (ui) board communication. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not duplicate the reported issue. Sp confirmed ui board communication in memory but could not duplicate. Sp updated software installation rev ap. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The service history review of the ventilator was performed and found the last service occurred on 20-10-2020 for unrelated corrective issue and was released passing all functional tests. There is no indication this complaint event is due to a manufacturing issue. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In a previous supplemental report, the CAPA number and reason for the remedial action failed to be included. This report is being submitted in order to provide that information as a correction in field h10. During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a covid-19 patient, the alarm on this 980 ventilator did not sound with a green (low priority ) light emitting diode (led) alarm status. The system diagnostic logs indicated multiple background diagnostic codes involving the user interface (ui) board communication. The patient was not removed from the ventilator. The patient was not injured as a result of the reported event.

Manufacturer narrative:
Patient information could not be provided due to restriction by the (B)(6) privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a covid-19 patient, the alarm on this 980 ventilator did not sound with a green (low priority) light emitting diode (led) alarm status. The system diagnostic logs indicated multiple background diagnostic codes involving the user interface (ui) board communication. The patient was not removed from the ventilator. The patient was not injured as a result of the reported event.